Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During analysis, movement of the white power lead during testing resulted in pump stoppage. Upon further investigation. The white power lead was stripped at the connector end, and the brown, battery gauge, inner conductor was confirmed to be broken. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation has been addressed through the manufacturer's corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular device. Approximately 2 months post-implant, the patient received occasional power cable disconnect alarms even though, the power leads were connected. The system controller was exchanged per the manufacturer's instructions for use and the patient remains on lvad support with no further issue reported.